Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and verified a ¿short condition¿. The unit will be returned to the manufacturer for further analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the installation of a 980 ventilator, the ventilator smoked when it was turned on. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Device evaluation summary: the following parts were returned for failure investigation: 980 ventilator the ventilator was visually inspected with no anomalies and/or damage observed. The reported event for smoke was not duplicated. Findings for the returned ventilator showed the r6 resistor on the power distribution pcb (printed circuit board) as possible cause for the smoke. The direct current (dc) to dc converter was visually inspected and it was noted that there was thermal damage on the c34 capacitor. Six battery packs were visually with no distortion or damage noted that may have affected the function of the battery. The battery was tested and the reported issue was likely due to a hardware short circuit. Two battery pack were visually with no distortion or damage noted that may have affected the function of the battery. The battery was functionally tested and no malfunction or product deficiency was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.